Manufacturer narrative:
The device has been returned to baxter for inspection. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the power connectors become eroded at the tips after a period of use and this can generate sparks when removing the device from the wall when it is charged. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).